Event description:
Patient reported "deflation" against left device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Patient reported "deflation" against left device. The device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality. Labeled as left side. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data.

Event description:
The device has been explanted.